Manufacturer narrative:
Despite multiple requests, order information was not provided by the respondent. Sensory medical has made multiple attempts to gather additional information to aid in the investigation on the following dates: 10/22/2025 (phone conversation and email follow up), 10/23/2025, 10/27/2025, 11/11/2025. On the initial reporting of the event, the complainant requested information on how to disassemble the bed and discontinue use. Per the last communication,, the complainant mentioned continuing use and was not addressing questions from sensory medical on if they are properly using the locking mechanism required to prevent elopement. Sensory medical advised the user to discontinue the use of the bed until any issues are resolved. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." Page 5 contains a parts list, which includes the safety sheets and locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. On page 15 "what happens if my cubby rips or I notice other damage? Please contact us right away. Only use your cubby bed when it is assembled correctly and is in safe working condition." Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact." Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The complainant reported that her great granddaughter was able to unzip the safety sheets, push the mattress aside, and lay on the bed frame. The complainant is unaware of how the child is able to unzip the sheets, mentioning that they have locked everything. When asked specifically about safety sheet locks, the complainant did not confirm. The complainant did not specify any damage specifically to the bed or clarify on how the child is eloping through the sheet. The complainant did not request replacement. There was no report of injury as a result of the event.